Event description:
The customer reported an m3 speaker malfunction and the button are acting like they were being touched, but in fact they were not. No pt harm was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.